Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. H3 other text : device remained implanted.

Event description:
Edwards received notification from our affiliate in south africa. As reported, it was an implant case of a 26mm sapien 3 valve in aortic position by transfemoral approach. The patient presented with mitral annular calcification (mac). It was suggested to implant the sapien 3 valve in a higher position to avoid any complications with the mitral valve. During deployment, the valve was implanted fairly low, there was moderate paravalvular leak (pvl), but it was decided not to post dilate the valve due to the mac. During follow up appointment, it was found moderate pvl so it was determined that an additional viv intervention was required in order to compensate the low implant of the first valve. Patient was presenting tiredness and syncope, but no improvement in symptoms since tavi implant day. The valve in valve procedure date was planned but not performed yet.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that the tension on the system and release from the lump of calcium on the ncc leaflet caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the instructions for use (IFU), valve malposition and valve migration are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In addition, per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. Investigation results indicate that the tension on the system and release from the lump of calcium on the ncc leaflet caused or contributed to the valve malposition and the valve displacement towards the apex caused or contributed to the pvl. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of these adverse events are not required at this time.

Event description:
Edwards received notification from our affiliate in south africa. As reported, it was an implant case of a 20mm sapien 3 valve in aortic position by transfemoral approach. Patient presented mitral annular calcification (mac). First balloon aortic valvuloplasty (bav) was performed with a 16mm edwards balloon. It was suggested to implant the sapien 3 valve in a higher position to avoid any complications with the mitral valve. During deployment, there was an abrupt jump forward towards the apex, which may have been caused by the tension on the system and release from the lump of calcium on the ncc leaflet. Thus the valve was implanted fairly low, mild pvl was seen, post-dilatation to nominal volume was performed. Repeat echocardiography showed minimal pvl and a gradient of 15mmhg. After valve deployment patient developed lbbb, which was being monitored. During follow up appointment, patient presented with syncope and tiredness, and it was found mild-moderate pvl, peak/mean gradient 34/17mmhg. Review of the echocardiography images revealed valve displacement towards the apex. Further cardiac catheterization was scheduled to determine if the valve was truly migrating into the lvot. A viv has was scheduled in the future.